Manufacturer narrative:
Notification has been marked in this field to indicate this complaint is part of a voluntary field action. Device evaluation: the guide wire passed with resistance approximately ~1 inch distal from the balloon. The catheter was not patent under the strain relief. Excessive adhesive seen under magnification. Air was able to passed in the guide wire lumen and balloon inflates.

Event description:
During preparation for use, a bridge balloon was found to be occluded. Another bridge balloon was available and was used prophylactically. The procedure was completed with no reported patient injuries.